Event description:
The facility reported an infusion pump that did not alarm upstream occlusion when the pump had finished infusing the contents of the IV bag. The facility's biomed stated the pump was attached to an IV line that was connected to an IV bag of blood and an IV bag of nacl, both of which were at the same head-height. The bag containing nacl was closed off as the IV bag containing blood was left to infuse its contents. The pump infused all of the blood from the IV bag and nurse then noticed there was un upstream occlusion on the tubing. Reportedly, the pump did not alarm. The pump was then sent to biomed. Info regarding pt info and status, the type of set being used and the pump's programming rates was requested but none was provided. The biomed stated that no pt injury was reported.